Event description:
It was reported that, primary surgery was (B)(6) 2011 with rejuvenate stem and primary tritanium cup. On (B)(6) 2012 pt developed a peri prosthetic fx and 13h axsos 5.0 compression was implanted with 4 cables and 4 4.5 cortical screws.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 8 deg 34mm, cat# nlv-340800g, lot# 35231101. V40 cocr lfit head 36mm/+5, cat# 6260-9-236, lot# mken4l. It cannot be determined which, if any of these device may have caused or contributed to the pt's peri prosthetic fracture. An evaluation of the reported devices cannot be performed as the devices remained implanted in the pt and were not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.